Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to complainant: we deployed the alpha proximal component but when we deployed the distal component we could not release the bottom cap. It was stuck and couldn't turn (grey). We had to open the device at the back and release the trigger wires manually. Patient outcome. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A1) unknown as information was not provided. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): p140016. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: we deployed the alpha proximal component but when we deployed the distal component we could not release the bottom cap. It was stuck and couldn't turn (grey). We had to open the device at the back and release the trigger wires manually. Additional information received 21mar2017: we couldn¿t release the bottom cap and then we also couldn¿t turn the handle to release the trigger wires. Patient outcome. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A1) unknown as information was not provided. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): p140016. (B)(4). Summary of investigational findings: based on the provided information, it was not possible to determine the root cause. The product evaluation did not identify any abnormality and no evidence to suggest that the device was not manufactured according to specification. It is noted that the experienced difficulty was solved by following the described method in IFU. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: we deployed the alpha proximal component but when we deployed the distal component we could not release the bottom cap. It was stuck and couldn't turn (grey). We had to open the device at the back and release the trigger wires manually. Additional information received 21mar2017: we couldn¿t release the bottom cap and then we also couldn¿t turn the handle to release the trigger wires. Patient outcome. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.